Event description:
Patient presented with isthmic spondylolisthesis at l5-s1 and continued back pain. Pre-op diagnoses: possible pseudoarthrosis l5-s1. Possible primary discogenic pain l5-s1. Per op notes, the entire disk was removed. Disk material was removed from within the spinal canal. The precision graft packed with bone morphogenic protein was nicely placed across the segment. Intraoperative x-ray was satisfactory. Findings: there did appear to be some mild motion at l5-s1 disc, consistent with a pseudoarthrosis at l5-s1. No complication reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.